Event description:
At switch on the clinician was only able to activate the ch1-7 at low charge. As soon as the user heard the max signal this was accompanied by acute pain. When the program was switched on the user reported very bad sound quality and discomfort. Per new information received on (B)(6)2021, the user is still experiencing sensitivity (acute pain) around the left implant site and sometimes has swelling in the left ear canal and above the implant. The user requested to have the device removed. The user was explanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the active electrode was found partially outside of cochlea. Since first fitting the most basal channels could not be activated due to pain, which is likely related to electrical stimulation in the middle ear. The mechanical damage mentioned in the device explant report is attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user was explanted on (B)(6) 2021. The electrode array was found partially inserted.